Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer before use that cardiosave intra-aortic balloon pump (iabp) had power-up test fails # 14 (prior compressor failure etf) reported. There was no patient involvement reported.